Event description:
It was reported that a rotawire fracture occurred. A 1.75mm rotalink plus and a rotawire were selected for use. During preparation, the rotawire was advanced inside the patient's body and testing was done on the proximal end of the wire outside the body. It was noted that the rotaburr broke the rotawire at the distal end outside the catheter. The procedure was completed with another of same rotawire. No complications were reported and the patient' condition was stable.